Manufacturer narrative:
G2: country of origin is japan. G4 510(k)#: the product ID: c01a-j, UDI: (B)(4) is not marketed in united states. However, a similar product with product ID: c01a, UDI: (B)(4), 510(k)# k041584 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty spinal therapy. It was reported that the cement hardened. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that when the cement was mixed as described in the procedure manual and the bfd was filled with cement, it was much harder than usual. Even one of them could not be inserted. Pre-op diagnosis/medical history is compression fracture and level implanted was t12.